Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with no delivery and had high blood glucose. The customer stated the insulin came out of the bottom of the reservoir, but came out of the reservoir and went into reservoir compartment and is not delivering. Customer stated they woke up and blood glucose was over 600mg/dl. Customer treated with more insulin, but then noticed blood on the cannula; nothing was coming out of the quick release. The insulin pump passed self-test. The customer was advised to monitor pump.